Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the m-cabinet circuit breaker got tripped because of the power outage. The engineer resets the breaker, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Device problem and evaluation results codes were corrected.

Event description:
It was reported to philips that the device would not power on after a power outage. No harm was reported. A philips field service engineer (fse) visited the site and determined that the circuit breaker for the m-cabinet had tripped. After resetting the circuit breaker, the device was returned to expected functionality. Philips has continue to investigate of the complaint.